Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient was not shown on the station. A technical support specialist (tss) remoted into the server and encountered an unable to authenticate error when accessing the es webpage, with similar errors observed while testing access. The issue involved a patient not displaying, and with no further updates from the customer, the case was marked as complete. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user stated they were unable to locate a specific patient on the station. The customer confirmed with the pharmacy that the patient was visible on their end; however, the patient was not appearing on the medstation. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.